Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. As a precaution, the head drive, center drive, planet carrier, slide bearing, planet gear and ring gear were replaced. Function test without errors.

Event description:
In this event it was reported that a reciproc direct handpiece stops during treatment. The event outcome is unknown as of this MDR evaluation.